Manufacturer narrative:
The related condition is typically caused by applying excessive force while grasping and manipulating suture and tissue or applying excessive leveraging forces. Broken knee scorpion jaw was returned along with complaint device. Confirmed the knee scorpion jaw hardness to be within specification during device history record review. Standard function test could not be performed. The mating part (needle) was not returned. Unrelated, laser markings on the tip became discolored.

Manufacturer narrative:
The related condition is typically caused by applying excessive force while grasping and manipulating suture and tissue or applying excessive leveraging forces. Broken knee scorpion jaw was returned along with complaint device. Confirmed the knee scorpion jaw hardness to be within specification during device history record review. Standard function test could not be performed. The mating part (needle) was not returned.

Event description:
It was reported that during a meniscal root repair when trying to grab the meniscus at the root, the upper branch broke off completely in the joint. The broken piece was retrieved from patient. No harm for the patient, operator or third party was reported. The surgery was finished successfully with straight needles with thread guide. It was not necessary to do a second surgery. Update 07-mar-2019: after removing the broken piece, the meniscus needed to be sewn, which prolonged the surgery for 15 minutes.